Manufacturer narrative:
This is a final report. A meter compatible with the freestyle test strips has been sent to the customer. No product investigation is required as the customer was using a meter that is incompatible with the freestyle test strips. Product labeling on the freestyle test strips indicate they are only intended for use with freestyle products.

Event description:
Customer reported, that she was using a blood glucose meter manufactured by infopia (brand unknown) with freestyle strips. Customer was unable to test and experienced symptoms of hypoglycemia and fell. She reports hitting her head, fracturing an area above her left eye, her right thumb and two ribs on her right side. Her daughter transported her to a local hospital, where she was reported being diagnosed with hypoglycemia and treated for her injuries. She was treated with "pain pills, antibiotics and orange juice" at the hospital. There was no report of death or permanent impairment in this case.